Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly the unknown head was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that there was a right hip revised due to pain, the poly and head were swapped.